Event description:
The customer reported less than one milliliter of blood fluid leaked within the instrument in auto mode and obtained partial aspiration error for one sample analysis with no results generated involving the coulter hmx hematology analyzer with autoloader. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not generated. There was no patient consequence associated with this event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed the needle waste line was not draining properly and discovered a cut in the yellow striped tubing through pinch valve pv21. The fse replaced the affected tubing and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the cut in the tubing is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).